Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cuff leak occurred and the endotracheal tube (ett) deflated about an hour into the case. Per reporter, on inspection, the glue attaching cuff to ett had become loose. The ett was replaced. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number was not provided. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks were observed. There was no known cause of the reported issue, and no further action will be taken.